Event description:
During a lumbar interbody fusion procedure a ventral defect was identified in the annulus, which the surgeon suspected was caused during the discectomy. A mesh with bone graft was placed into the intervertebral disc space but a fluoroscopic image showed that the mesh was partially bulging ventrally through the annulus. The decision was made to remove the mesh but during this process the mesh was pushed anteriorly through the hole in the annulus and left there. The procedure was completed with a different implant without consequence and the patient awoke asymptomatic. At that point the decision was made to perform a revision surgery from an anterior approach to remove the mesh. The mesh was found intact and was fully removed. The revision surgery was completed without consequence and the patient remained asymptomatic.